Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition was not confirmed; a root cause was not identified.

Event description:
It was reported that due to no flow issues, the customer removed the onelink valve on an unknown number of onelink catheter extension sets to draw blood. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.